Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site to determine the cause of the discordant, falsely low tbil_2, un_c and ecre_2 results on the advia 1800 instrument. The customer indicated that the affected sample was short and ran a study using different sample volumes in cups on the advia 1800 instrument and another instrument in their lab. Cups filled with 25 ul of sample were flagged by the instruments and cups filed with 50 ul of sample produced results 50% less than cups filled with 75 ul of sample or more. The cse determined that the sample dilution probe (dpp) height and alignment were acceptable. The cse ran a precision study, calibration and quality controls (qcs), recovering acceptably. The customer resumed running patient samples. Siemens determined that the customer processed the affected sample in a cup type that was not established on their instrument, which potentially contributed to the discordant results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low total bilirubin_2 (tbil_2), concentrated urea nitrogen (un_c), and enzymatic creatinine_2 (ecre_2) results were obtained on an advia 1800 instrument. The customer reported to the physician(s) that there was insufficient sample to obtain the un_c and ecre_2 results and reported the discordant tbil_2 result to the physician(s), who questioned it. The patient was redrawn and the new sample was run on the same instrument, resulting higher. The results obtained on the redrawn sample aligned with previous results from this patient and were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tbil_2, un_c and ecre_2 results.

Manufacturer narrative:
Siemens filed the initial MDR on 03-jul-2018. Additional information (13-jul-2018): the patient was 5 days old at the time of the event. Age or date of birth was updated to reflect the additional information. Siemens further investigated the data and determined that quality controls were within expected ranges at the time of the event. There was no indication of a reagent or instrument issue. Siemens determined the sample volume was potentially less than 75 ul and the cause of the discordant results was due to insufficient sample volume. The sample cup used for this sample was not configured in the instrument, causing the instrument to not properly level sense or flag the sample volume as insufficient sample. Corrected information (13-jul-2018): the initial MDR indicated that the sample ID was (B)(4). Siemens determined that the sample ID was (B)(4) from the instrument files. Relevant tests/laboratory data was updated to correct this information. The initial MDR indicated that the siemens customer service engineer (cse) ran calibration and quality controls (qcs). The cse did not run calibration and qcs; this was performed by the customer. The instrument is performing according to specifications. No further evaluation of this device is required.